Event description:
It was reported that the user experienced a connection issue in which a newly paired dexcom g7 sensor did not transmit readings to the ilet, and the ilet intermittently prompted for a pairing code or displayed a ¿start sensor¿ message; troubleshooting included re-entering the pairing code and confirming pairing status, and the user was provided dexcom support contact information. Symptoms included no glucose data available on the ilet. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included customer troubleshooting and verification of the pairing status. Investigation of this case revealed an unresolved pairing failure between the ilet and the cgm transmitter, consistent with a communication or setup issue at the cgm¿pump interface. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient connectivity fault during cgm pairing.